Event description:
It was reported that while in the cath lab the intra-aortic balloon (iab) was prepped per instruction, as usual attaching the one-way valve and aspirating the balloon using a syringe. The md inserted the sheath via the left femoral artery. The md found that the iab could not be advanced through the sheath because it was unwrapping. As a result, the iab was removed from the sheath and another iab was inserted without difficulties.

Manufacturer narrative:
Follow-up report will be filed if additional information becomes available.